Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
An arthrex employee has reported that after the successful meniscus root fixation the surgeon wanted to knot the button on the bone. The button fell into the drill hole. The surgeon then tried to refixate the suture with a push lock but it ruptured. The surgeon was then able to finish the surgery successfully with a different technique and an additional swivelock. However the surgeon was not able to retrieve the lost button out of the patient.